Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer used different charging supplies, consisting of the tandem wall adapter and charging cable, to resolve the issue, and the pump began charging without requiring further assistance.